Manufacturer narrative:
Problem code 2969 captures the reportable issue of foreign matter. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked on (B)(6) 2019. According to the complainant, a black particle was noticed in between the product box and the plastic bag, and there was also a black particle in the sticky part of the seal. There was no damage noted to the device packaging, and the sterile seal did not appear to be compromised. There was no patient or procedure involved. Additional information received on 17apr2019: upon re-checking the product, it was noted that there was no black material found.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked on (B)(6) 2019. According to the complainant, a black particle was noticed in between the product box and the plastic bag, and there was also a black particle in the sticky part of the seal. There was no damage noted to the device packaging, and the sterile seal did not appear to be compromised. There was no patient or procedure involved.